Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced elevated threshold with a progressive rise, and diaphragmatic stimulation. An attempt was made to replace the lead, but the patient's anatomy was too tortuous. The lead was capped, and no patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.

Event description:
The patient was reported to have experienced shortness of breath and chest pain.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that an unsuccessful attempt was made to remove the lead via laser extraction during an unrelated system removal for pocket erosion. The lead could not be removed. The patient developed cardiac tamponade requiring open heart surgery. No further patient complications have been reported as a result of this event.